Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead issue. High impedance was observed. Pre-replacement procedure, patient's old implantable neur ostimulator (ins) showed contacts 8-14 as 10000. When the leads were connected to the new ins, there was poor connectivity (red x) for contacts 8-14. Post implant impedance checked was consistent - contacts 8-14 were "do not use." Leads were cleaned, set screws backed off during replacement procedure. During post op programming, only 0-7 lead used for programming, and patient is reporting good paresthesia consistent with previous system. Cause is not known and the issue is ongoing. Rep does not know which lead is in the 8-15 channel. Patient reported good pain relief with previous system despite high impedance readings on 8-15. Physician is aware of all information.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jun-2019, UDI#: (B)(6) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.